Event description:
On (B)(6) 2012 customer reported that a small leak (drops) was found at pinch valve (pv) 49 in the lh500 analytical station while troubleshooting for low red blood count (rbc), white blood count (wbc), and hemoglobin control results during startup. Customer was in the process of running controls, however, patient samples had not been run yet at the time of the event. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) initially assisted the customer with troubleshooting the instrument. Cts advised the customer to check the instrument and it was discovered that pv49 was leaking. Pv49 is used to control the dispensing and priming of the backwash pump. Customer attempted to replace the tubing, but was not able to thread the tubing properly through the pinch valve. Field service engineer (fse) inspected the instrument and confirmed that the tubing was not threaded properly through the pinch valve. Fse replaced the tubing and properly fed it through the pinch valve. There was no further evidence of leaking.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).